Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional information. Updated: b4, b5, g3, h2, h3, h6 reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical devices: 11-363664 36mm cocr mod hd +6mm 714270; 13-104150 m/h 3hole rlc shl nrs 50mm/l23 615320; 51-106090 tprlc 133 mp type1 pps so 9.0 t1 2887166. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial tha surgery and was revised eight years later due to the damage to the margin of the liner. No additional information is available.